Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that pressure transducer test failed during pre-use check. Identification of issue has been done by analyzing problem description and device's log. Review of the provided logs confirmed occurrence of reported issue. According to the information provided by the technician, the device was checked and maintenance kit 5000h has been replaced to resolve the issue. The device was delivered to the user in working condition. One of the parts (included in maintenance kit 5000h) which must be replaced in order to keep the ventilator function safe for the patients are nozzle units. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported based on available information as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. The last preventive maintenance was done on 19th july, 2021. The preventive maintenance must be performed at least once a year, or every 5000 hours of operation, whichever comes first. Based on that, the pm should be performed soon. The most likely reason why pressure transducer test failed is expected wear and tear of the parts included in maintenance kit 5000h (e.g. Nozzle unit). In order to conduct further analysis of the case, more detailed information is required. Unfortunately, the claimed parts were not available for further analyze. The correction of fields device manufacture date and usage of device was required. This is based on the internal evaluation. Previous manufacture date: 02/18/2016. Corrected manufacture date: 02/15/2016. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).